Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was not confirmed, as the device was returned undeployed. A review of the manufacturing records identified, no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified, no similar incidents from this lot. The investigation was unable to determine, a conclusive cause for the reported difficulty. However, the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after an interventional procedure for peripheral artery occlusive disease (paod). Reportedly, a cuff miss occurred. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.